Event description:
It was reported that an ilet screen became unresponsive while the user was changing supplies, and the user switched to multiple daily injections for insulin management during the issue. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention, and no interruption of essential activities. Investigation included guided troubleshooting and device reboot. Investigation of this case revealed that a hard reset restored functionality and the device operated as intended after restart. It was concluded that the event was resolved through troubleshooting with no patient harm and no device malfunction confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.